Event description:
Stone basket being used to retrieve left uretheral calculus in a cysto room. Stone basket tip broke off while in pt. Pt was taken into an operating room for an open procedure to remove stone basket. Pt stable following procedure.